Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that hour glass/no readings/sensor error in status box occurred. The sensor was inserted into the abdomen on (B)(6) 2023 . On (B)(6) 2023 , the patient was in a hotel in florida when she had a seizure. Her friend called 911 and when emergency medical technicians (emts) arrived, they checked the patient's blood glucose (bg) and it was 24 mg/dl. The patient was treated with glucose IV and they observed her readings. After less than an hour, the readings came back to normal and the patient declined to go to the hospital. It was reported that during the event, the cgm no readings due to an error. At the time of the report, the patient was doing fine. Data was provided for investigation. The problem could not be confirmed. The probable cause could not be determined post investigation as the allegation was not found. No additional patient or event information is available.